Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with the complaint and completed the failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced when being placed on an in-house system and run in normal mode. Error u-02 was triggered on startup.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer encountered error messages on the erbe generator. The error u-02 was observed in logs on erbe. Technical service engineer (tse) walked the customer reseating the power cable on the erbe generator with no success. The customer elected to use a third-party generator (force triad) to continue with the procedure. The procedure was completing as planned with no reported injury.